Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the distal left anterior descending (dlad) artery with 90% stenosis, mild calcification and mild tortuosity. The 2.5x15mm nc trek balloon dilatation catheter (bdc) was soaked in saline and was prepared (air aspiration) outside the anatomy prior to use. There was no resistance when protective sheath was removed. There was resistance with the anatomy during advancement and the balloon ruptured during the second inflation at 12 atmospheres. There was no resistance upon removal. Another device was used to continue the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure.